Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive during initial setup, remaining on a ¿press and hold¿ screen and preventing completion of the onboarding process, and a replacement device was arranged. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included instructions to shut down the device, confirmation that device data would not transfer to the replacement and that a new startup would be required, guidance to return the original device with a provided label within one week, and confirmation that the patient could continue using cgm with the dexcom app or receiver. Investigation included troubleshooting with the user and coordination for device replacement. Investigation of this case revealed a screen responsiveness malfunction consistent with a hardware user interface failure that impeded setup. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display or user interface requiring replacement.